Manufacturer narrative:
A ge rep evaluated the system and reloaded the software. System operates as intended.

Event description:
The customer reported a loss of patient data. No patient injury was reported.